Manufacturer narrative:
This product does not have a 510(k) number. The product has (B)(4) and (B)(4). An analogous product sold in the us has 510(k) number k970380. It was reported that the fast1 was inserted successfully nad had functioned as intended, allowing infusion of fluids into the patient. At the receiving healthcare facility, the md had difficulty removing the infusion tube from the patient. As reported by the md, the md used the removal tool as directed, threading the tool down the infusion tube, but it kept turning. He then pulled on the remover tool and the infusion tube came out, but the portal was left behind the patient. The portal was removed successfully using surgical intervention. Because pyng medical did not receive the parts back, a full investigation could not be performed. This product issue has been addressed by elimination of the remover tool. An analogous product was cleared by the FDA through 510 (k) submission k072487.

Event description:
Removal difficulty. The portal was not threaded correctly with the remover tool. The tubing came away leaving the portal behind. The portal was removed successfully using surgical intervention. (B)(4).